Event description:
Additional information received no adverse event or serious injury because it was never used. We noticed the issue and never opened the package. Material: 302832; batch#: 4208524. It was reported by the customer that the unopen package of item 302832 has black specks. Verbatim: rcc received a complaint via email. Email(s) attached. The unopen package of item 302832 has black specks.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported an unopened package of item 302832 has black specks. To aid in the investigation one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The syringe barrel has dark colored specks of embedded degraded resin. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lot 4208524. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned analysis the symptom reported by the customer is confirmed.

Event description:
Material: 302832; batch#: 4208524. It was reported by the customer that the unopen package of item 302832 has black specks. Verbatim: rcc received a complaint via email. Email(s) attached. The unopen package of item 302832 has black specks.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.